Event description:
An endurant 36x36x49 aortic cuff was used.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.3 x 4.1 cm abdominal aortic aneurysm. The aortic neck diameter was reverse conically shaped measuring 27-29 mm proximally, then 26-27 mm in the middle and 24.5 mm distally. The entry into the aneurysm sac measured 30-32 mm in diameter. The aortic neck length was 17 mm with a posterior anterior angulation. It was reported that the final angio post implant suspected a proximal type I endoleak. The cause of the endoleak is possibly due to lack of seal on right lateral wall. The endoleak was successfully resolved by placing an endurant 39x49 proximal aortic cuff and re-ballooning. No additional clinical sequelae were reported and the patient is fine. Review of returned films pre-implant revealed a proximal neck that was calcified, and angulated approximately 60 degrees (a-p). The neck diameter just below the renals was 26mm. The maximum aaa diameter was 4.5cm. The iliacs were straight but calcified; bilaterally. Images intra and post-implant were not provided. The cause of the endoleak could not be determined; it is possible that the calcified neck may have contributed.

Manufacturer narrative:
(B)(4). Method: (film). Results and conclusion: (endoleak). (Anatomy related; reverse funnel shaped neck, lack of seal on right lateral wall and neck calcification).